Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No anormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior to and after the date of treatment. The root cause cannot be determined conclusively. The technical investigation shows that the device meets the specifications. (B)(4).

Event description:
An optometrist reported that pt who underwent bilateral lasik was diagnosed with dry eye in the right eye, at the on year postoperative visit. Medication for dry eye was prescribed and the pt symptoms resolved with treatment. Another report is field for the left eye.